Manufacturer narrative:
The pump has not been returned to animas for eval. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be drawn at this time.

Event description:
The rptr reported the pt obtained erratic blood glucose readings for two weeks, with results ranging from 'less than 20 mg/dl' to 'in the 300's mg/dl'. On an unspecified date, the pt was experiencing the symptom of sweating. While symptomatic, the pt obtained the blood glucose level of 'lo mg/dl' (less than 20 mg/dl). The pt administered self-treatment with orange juice and carbohydrates and felt better afterwards. His subsequent blood glucose reading was 70 mg/dl. The pt did not seek any medical attention. Troubleshooting revealed the pt had not been ill or changed medications, there were no bends or kinks in the cannula, no issues with the infusion site, and the total basal and bolus doses delivered correctly matched the doses programmed into the pump. There is no evidence the pump was not accurately delivered insulin. However, as the pt suffered symptoms suggesting severe hypoglycemia and received treatment with food to alleviate those symptoms while using the pump, this complaint is being reported.